Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was having connectivity issues with the dexcom g7 cgm going in and out of bluetooth connection since friday. During a hyperglycemic event pump stated 322 mg/dl, and the patient measured 337 mg/dl by fingerstick. The agent was able to troubleshoot on the phone and get the patient online. The patient's sister later added that the patient was frustrated with filling cartridges. His persistent issues with the sensor led him discontinuing the ilet and using backup therapy in the meantime. During the hyperglycemic event, the patient had a peak bg measurement of 500 mg/dl. The patient did not require any medical intervention during the reported event.